Event description:
It was reported that the patient was deceased. Information identified in the paperwork indicated the patient died approximately 8 months post implant of the ipg system of unknown causes. The patient was enrolled in the panorama 2 clinical study. No additional information is available.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. (B)(4).